Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump experience a complete loss of power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: during investigation, there were no warnings related to complaint observed in the pump history, however, three pump reboots associated with battery changes were observed. The battery compartment was found to be intact; no cracks were observed. There was no evidence of moisture contamination inside battery compartment. The battery cap was not returned with the pump. A test cap was used for testing and was able to fully tighten to the pump with no power loss. The pump was exercised with a test battery cap for 24 hours with no power loss or battery related warnings observed. The pump case was removed and there was evidence of moisture contamination inside of the pump. The issue of no power was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.